Event description:
The evercross balloon was used at 8atm and burst. While pulling into the sheath, it got stuck and catheter broke. The tip and part of the balloon was retrieved with a snare. No injury to the pt was reported.